Event description:
The complainant reported that during a cholecystotomy procedure, the wire coiled in the gallbladder after a direct stick. When the physician attempted to use a stiffener to retract the guidewire, the tip broke off. The tip was retrieved with a snare. The patient was reported as "doing fine."

Manufacturer narrative:
Device evaluation: only a portion of the wire (ie, distal section) was returned for evaluation. A visual inspection of the wire revealed unraveling occurring approximately 5 cm below the distal weld. The weld was intact. A review of the DHR revealed no specification deviations that could be related to this event. Bench testing conducted previously with both merit's and competitor guidewires have shown that wires can be manipulated into a knot within a restricted area. If the wire was knotted up in the gallbladder when the physician noticed coiling and she introduced a stiffener in an attempt to back out the wire, the wire could have unrevealed and subsequently caused the tip to break off. The likely failure mode is attributed to the wire prolapsing on itself while being manipulated during the procedure, unraveling, and breaking on subsequent removal. In addition, the complainant reported pushing the wire through the tissue which would indicate a certain level of resistance being met during the manipulation of the introducer system. The applicable IFU states, "do not advance the guidewire if resistance is met." A review of this device distribution numbers of this device, and the lack of other complaints, indicate this is an isolated incident. Evaluation method: actual device involved in incident was evaluated. Other, device history record reviewed, complaint date reviewed. Conclusions: no conclusion can be drawn.